Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 did not fire the clips. It was unknown how the case was completed. There was no consequence to the pt.